Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. There were 2 kinks in the catheter shaft, 1 at 4cm from the strain relief and the other at 20cm from the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the final portion broke. During the procedure, a runway guide catheter guide catheter was selected to approach the target lesion. The catheter broke in the final portion. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the final portion broke. During the procedure, a runway guide catheter guide catheter was selected to approach the target lesion. The catheter broke in the final portion. No patient complications were reported.